Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was used. All pulmonary veins were successfully isolated. After the right superior pulmonary vein (rspv) had been treated the guidewire was withdrawn into the catheter smoothly. The catheter was swept across the posterior wall with the array deployed to the flower configuration in preparation to undeploy and retract the catheter into the faradrive sheath, but it was found that one of the array splines had become stuck in the rspv antrum and would not disengage from it. This was able to be visualized on fluoroscopy, though it was not able to be determined if the spline was caught on trabeculation or a ridge nor if tissue pinching had occurred. It was confirmed on fluoroscopy that the guidewire had not gotten stuck, as it was able to smoothly retract into the catheter completely. The catheter array was undeployed from the flower configuration into the basket configuration, and afterwards the catheter was able to move freely. The catheter was then fully undeployed to the neutral position and withdrawn from the faradrive sheath. With all of the pulmonary veins isolated the procedure was considered successfully completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.